Manufacturer narrative:
(B)(4). Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while removing vanguard universal bearing it cracked where the inserter and poly trial connect.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this report is a duplicate. The initial report was forwarded in error and should be voided.